Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 22-dec-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at 5 mg/day) via an implantable infusion pump. The patient was reported to have had gastric bypass surgery before the pump implant and has lost over 100 lbs since the infusion system has been in place. It was reported that the patient's pump had been flipping in her abdomen for a couple of months. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was noted that the pump was read and the device manufacturer representative talked with the patient. The hcp plans to replace the patient's pump and catheter on (B)(6) 2018. No symptoms were reported and the patient was alive with no injury. No further complications have been reported as a result of this event.